Event description:
A discordant, falsely low calcium result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was rerun on an alternate instrument, and resulted higher. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the wash up down (wud) dryer height and the sample probe height required adjustment and a reagent probe required realignment. The fse adjusted the wud height and sample probe height and realigned the reagent probe. The fse also flushed the wud lines and the dilution up down lines, which were dirty. Quality controls were run, all of which were within range. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.